Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal bleeding, dyspareunia, urine leakage, urgency, and hematuria.

Event description:
It was reported that following insertion the patient experienced vaginal bleeding, dyspareunia, urine leakage, urgency, and hematuria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal tissues. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation to treat stress urinary incontinence. It was reported that the patient underwent extensive removal of mesh on (B)(6) 2011 due to erosion and vaginal bleeding. Patient also experienced recurrence, dyspareunia and urinary problems post implantation. (B)(4) - recurrence; dyspareunia; urinary problems.